Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On 03/09/2026, dr. Aldo sordelli reported that an 80-year-old female patient visited his office regarding a previously placed implant. The patient had originally presented on (B)(6) 2025 for implant placement at tooth position #22 using a glidewell ht implant. The implant was not placed following an immediate extraction and was not immediately loaded. The patient returned with an issue on (B)(6) 2026 after the second stage of surgery. During the checkup, the doctor discovered that the implant had failed to osseointegrate. The implant was removed on (B)(6)2026 using a torque wrench/test implant, turning to 35 ncm instrument, and the implant was replaced with another product. It was reported that the implant had a fit issue. The patient presented with symptoms of inflammation, infection, and abnormal bone loss around the implant. It was reported that the symptoms resolved after the implant was removed. The patient did not require any additional medical or surgical intervention and sustained no permanent injury. The patient's bone quality was type ii, and oral hygiene was noted as good.